Event description:
It was reported to philips that the device battery is exhausted. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center. It was explained to the customer per heartstart xl instructions for use, battery addendum: "replace your m4735a batteries after 1 year of service." Although the reported problem was associated with an expired battery, this will be documented as a malfunction. The device remains at the customer site and no further evaluation is warranted at this time.